Manufacturer narrative:
One device is expected to return for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that while preparing the wire for use part of the hydrophilic coating came off the wire. The wire was not used on a patient.

Manufacturer narrative:
Corrected data: MFR report#: 9616662-2016-00016. Manufacturer narrative: one unused device was returned for evaluation. Simulated use testing was performed and the device operated within specification. The complaint is unconfirmed. The root cause is unknown. The complaint database was reviewed and no similar complaints for this lot number were found. The device history record was reviewed and no non-conformances were found for this lot number.